Event description:
It was reported that the customer had experience high blood glucose levels (300 mg/dl). Customer has been having migraines and taking various medications for this. She took a corrective bolus to stabilize her blood glucose.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.